Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented in clinic for lead revision due to ventricular noise episodes. Prior to lead revision, the device was interrogated, all parameters were stable. The noise could not be reproduced with pocket manipulation. The physician noted insulation abrasion during the procedure. The lead was explanted and replaced successfully. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported noise and insulation abrasion were confirmed. Analysis of the lead found an external abrasion at 11.6 cm to 11.7 cm from the connector pin breaching the outer insulation and exposing the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.